Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that during a bronchoscopy using the subject device, a black rubber-like foreign object was found on the endoscope screen, so it was removed. The procedure was continued and completed without reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and confirmed that the suggested event was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. However, it is possible that the material was fragment of accessory, maj-210 (single use biopsy valve). Additionally, olympus is uncertain whether reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: - chapter 3 preparation and inspection. "3.3 inspection of the endoscope". "3.4 inspection of accessories". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the black foreign object fell into the patient's body and was retrieved using forceps. The issue caused a minimal (1-2 minutes) procedural delay.